Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some days ins stays charged for a couple of days, other times the charge lasts for 4-4.5 days and that's it. Pt started noticing it probably in the last 60-90 days. Pt confirmed he made no changes to his settings. Pt said he has parkinson's and could no longer use the programmer to change settings. Pt confirmed most of the time he gets good coupling, the bars are all black unless pt moves.